Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system and found that the caster came out of the frame on the right front side. No parts have been returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a procedure there was a damaged wheel on the navigation system. It was observed that the front right wheel is broken off. There was no patient present when this issue was identified.

Manufacturer narrative:
The FDA codes were updated to reflect current coding guidelines. If information is provided in the future, a supplemental report will be issued.